Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a "defective stimulator." The attorney further claimed the patient was told the implantable neurostimulator (ins) had a "9-year device life," and further claims the ins "failed well before the expiration of nine years."

Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) gave them "nothing but trouble", that is "quit working" and that it would shock them in the middle of the night. The issues started in 2014. The patient stated they had made 6 appointments with the manufacturer's representative but kept cancelling them. They had an upcoming appointment with their primary care physician. The indication for use for the implanted device was noted multiple back operations. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the attorney on 30-sep-2016 claimed that approximately 4 months after implant, the patient started experiencing problems with the device, the device quickly started losing charge, and was requiring the patient to charge it daily. It was alleged that by the middle of 2014, the patient's device had completely failed and would not hold a charge. The attorney alleged that the patient had suffered increased back pain as a result of device failure and that the stimulator had failed within a year and a half of implant. The attorney also claimed that the patient had incurred the following "damages": physical pain, mental anguish, disfigurement, and physical impairment. The attorney also stated that the patient had a history of chronic back and lower extremity pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient experienced burning while charging. There was fast battery depletion. The complete device failure was noted to be approximately 8 months after implant. The device was explanted on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that initially the ins helped the patient¿s pain. However, the device soon began burning the patient while charging and shocking them, which increased their pain. The patient also experienced electrical discharge at their fingertips. Therefore, in approximately (B)(6) 2013, the patient deactivated the ins for approximately 2 months. When it was reactivated, the ins began to work as intended. However, by early 2014, the patient began to experience programing and battery problems, and the ins required daily charging. The patient scheduled numerous appointments with their company representative to have the problem addressed. However, many of these appointments were cancelled by the company representative. By mid-2014, the patient¿s ins had totally failed and would not stay activated without attaching it to the charger.